Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version:4.2.1 host tablet os version:18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, the mobile programmer application displayed no electrograms (egms) once the device was implanted. It was observed that the connection status showed that all connections were present. As the patient was draped within a sterile field, there was concern about the ability to reinterrogate if the session was ended, so the check was continued. A lead impedance measurement was taken, which displayed values as expected. However, when attempting a sensing check, the rate did not change despite programming a lowering the rate. Additional parameters where then programmed which appeared to be successful. Once the implant procedure was completed, the session was ended, and the implantable device was reinterrogated. At that point, all functions worked normally, including egms, device testing, and programming. It was noted, however, that the programming changes attempted during the earlier session had not been applied. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application displayed no electrograms (egms) was confirmed. Analysis of the service logs found the customer comment that the programmed rate did not change was confirmed. Analysis of the service logs found the customer comment that the programming changes attempted during the earlier session had not been applied was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.